Event description:
Additionally, healthcare professional reported "particles in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion and brown particles in the fill channel, opening crack. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a sharp opening in the plug strap disk shell, opening crack in the diaphragm valve and opening striated in the radius side. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell assessed as an unidentified (tear) opening. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. A striated edge opening on radius side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.